Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. On the evaluation, the distal end temperature of the subject device was measured in combination with the video system center and the light source belonging to omsc. The distal end temperature of the subject device was equivalent in the following cases: in the case of combined with the otv-s7pro and the clv-s45, which the user facility did, and in the case of other combinations, which are the otv-s7 and the clv-s40 for comparing. In addition, it was equivalent to the record measured in the past. Since there were no abnormalities found on the subject device, it was returned to the user facility. The manufacturing record of the subject device was reviewed without irregularity. From the above, the exact cause of the reported event could not be conclusively determined. However the user's handling was possibly related to the reported event.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During a laparoscopic assisted colectomy, the distal end of the subject device was directly put on the skin of the patient while the illumination light of the light source was put out. After the procedure, there was a minor burn found on the skin of the patient. The skin was peeled off by around 1cm. The intended procedure was completed. As of (B)(6) 2011, the patient was recovered.